Event description:
A cracked and shattered touchscreen on a pump was reported by the caller, who confirmed that the screen was damaged beneath the screen protector, rendering it illegible and unusable after the pump was dropped. There was no reported adverse impact on the customer's blood glucose level. To resolve the issue, tandem technical support arranged for a replacement pump, advising the customer to use a backup insulin pump in the meantime. The customer was informed that the replacement would have the updated software, and instructions were provided for returning the damaged pump.